Event description:
Pt has a history of lung cancer with port placement. She came to the oncology clinic to have her port flushed with heparin (5 ml of 100 units/ml). She did not receive any chemotherapy or other drugs at this visit. Almost immediately heparin was given slow IV push, she developed shortness of breath, bilateral wheezing, chest tightness, chest heaviness and diffuse urticarial rash (involving face and body). No swelling of tongue or over the lips. Vitals at that time were bp=70/50 (baseline = 125/72); hr=125 bpm (baseline = 84). Her o2 sat also dropped & she was placed on oxygen. She was afebrile. Pt was given 50 mg IV benadryl, hydrocortisone 100 mg IV, and 0.3 mg of sc epinephrine. She was then bolused with IV normal saline. This brought her o2 sat back up and her bp increased to 102/70 and her hr decreased to 91 bpm. She has received multiple heparin flushes in the past with no problems. She was not rechallenged. Dose or amount: 5 ml (500 units), frequency: once, route: IV; dates of use: 2008; diagnosis: port flush.